Manufacturer narrative:
A1: patient identifier: (B)(6). E1 initial reporter phone number: (B)(6).

Event description:
Respond edge study it was reported that left bundle branch block(lbbb) occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given. The patient received a loading dose of 300 mg aspirin. A lotus introducer sheath was placed, and the native aortic valve was treated with balloon valvuloplasty (bav). No conduction disturbance was noted post bav. The native aortic valve as treated with subsequent deployment of a 27 mm lotus edge valve involving successful repositioning of the lotus edge valve with partial re-sheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus, all in accordance with the instructions for use(IFU). On the same day post index procedure, the subject developed left bundle branch block. It was further reported that the patient was discharged home two days post index procedure.

Manufacturer narrative:
Patient identifier: (B)(6). (B)(6).

Event description:
Respond edge study. It was reported that left bundle branch block(lbbb) occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given. The patient received a loading dose of 300 mg aspirin. A lotus introducer sheath was placed, and the native aortic valve was treated with balloon valvuloplasty (bav). No conduction disturbance was noted post bav. The native aortic valve as treated with subsequent deployment of a 27 mm lotus edge valve involving successful repositioning of the lotus edge valve with partial re-sheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus, all in accordance with the instructions for use(IFU). On the same day post index procedure, the subject developed left bundle branch block.